Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded the cartridge to address the event. Additionally, it was reported that a cartridge alarm occurred during the load sequence, a cartridge change error occurred, and a minimum fill notification occurred. Customer reloaded the cartridge to resolve the issues. Additionally, it was reported that a cartridge alarm occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. Reportedly, customer loaded a new cartridge to resolve the issue. Blood glucose level was 227 mg/dl.